Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited in increase in pacing threshold measurements and loss of capture at 7.5v. A microdislodgement was suspected. The physician programmed off the lv lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted but abandoned electrically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. During an evaluation of this patient's right ventricular (rv) lead, it was reported that this lv lead had not been in use due to extracardiac stimulation, as well as due to the previously reported high pacing thresholds, loss of capture, and suspected microdislodgement. It was not known whether the lv lead would be addressed when the physician resolved the issues with the rv lead. No adverse patient effects were reported.